Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 44 mg/dl; cause was unknown. Food and juice was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 44 mg/dl was recorded by continuous glucose monitor (cgm) at (B)(6)pm on (B)(6)2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Cartridge change sequence was completed at (B)(6)pm. User primed 12.7 units through the infusion set tubing via the ¿fill tubing¿ step. Prior to the low bg, there were no bolus requests. Programmed daily basal rates ranged from 0.425 units/hour to 1.05 units/hour, with a basal rate of 0.825 units/hour being delivered prior to the low bg. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.